Event description:
During left ventricular lead implantation, there was difficulty removing the stylet from the lead. When the stylet was released, the insertion pin detached from the lead. The stylet and lead were replaced and there were no patient consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet lodged inside the lead. The connector pin and connector cap were pulled out of the connector assembly due to excessive force. The ptfe coating of the stylet was stripped off and clogged the distal of the connector pin. No anomalies were observed on the cap and connector assembly. Electrical testing did not indicate any indication of conductor fractures or internal shorts. The root cause of the event was most likely due to the ptfe coating of the stylet clogging the connector pin.